Manufacturer narrative:
D.1. Updated.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper componenet placements.

Event description:
On (B)(6) 2013, a patient underwent endovascular treatment of abdominal aortic aneurysms using gore® excluder® aaa endoprostheses. On an unknown date, enlargement of the aneurysm diameter (amount unknown) and a distal type I endoleak from the left leg were noted. It was confirmed that there was lack of apposition of pxa280300/10067062 at the inner curvature of the proximal aortic neck. On (B)(6) 2020, re-intervention was performed. During the operation, a proximal type I endoleak was not identified, however an additional stent graft was implanted in the proximal neck to solve the lack of apposition. The physician commented that the proximal neck of the patient was angled, so the lack of apposition in the proximal side was considered to be due to the patient¿s anatomy.